Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump put her on a diabetic ketoacidosis. She went to the emergency room on (B)(6) 2017 with a blood glucose level of 815 mg/dl. The customer was in the hospital for a week. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.